Manufacturer narrative:
H.6. Investigation summary: fifty-two (52) samples were received from the customer for investigation in unopened blister packs. Thirteen (13) of the returned samples were selected at random and were leak tested with none of the samples leaking. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.corrective and preventative action (CAPA 55639) was opened to investigate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we were compounded chemotherapy twice this week and had leakage using bd 60 ml luer lock syringes. In the first instance, on (B)(6) 2019 the cisplatin we were using leaked past the plunger of the syringe, dripping over the compounders gloves, chemotherapy mat and hood and gown. In the second instance the compounder was working with cetuximab and the same thing happened with the syringe with liquid leaking out past the plunger and getting on the compounder's gloves and the work surface. We have pulled the syringes from that lot as we do not want to use to compound hazardous drugs." 1 of 2 complaints.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we were compounded chemotherapy twice this week and had leakage using bd 60 ml luer lock syringes. In the first instance, august 26th the cisplatin we were using leaked past the plunger of the syringe, dripping over the compounders gloves, chemotherapy mat and hood and gown. In the second instance the compounder was working with cetuximab and the same thing happened with the syringe with liquid leaking out past the plunger and getting on the compounder's gloves and the work surface. We have pulled the syringes from that lot as we do not want to use to compound hazardous drugs." 1 of 2 complaints.